Event description:
It was reported that right ventricular (rv) lead dislodgement was observed under x-ray and no capture was also noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.